Manufacturer narrative:
Follow-up #1: date of submission 02/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/24/2016 with the following findings: a review of the pump black box did not reveal any unexplained loss of primes. The black box showed a ¿pump not primed¿ warning occurring after an occlusion alarm. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration passed within specification. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no allegation of an adverse event with this complaint. No further information was available and troubleshooting was not completed; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a loss of prime issue.